Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported patient had a 5.5 support ongoing for now 39 days for the patient admitted in and awaiting heart transplant. The pump is one of the aic serial number noted in prior FDA recall. The md has made choice to not replace the aic for this patient despite concerns of voltage and recall. Reporting for possible risk.